Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that pulse generator battery data could not be assessed. Previous battery data from on (B)(6) 2010 was 2.69 v, 11 ua and 8.2 kohms with an estimated remaining longevity of 6 months to elective replacement indicator (eri) at 100 percent pacing. The programmer calculated 1 year to eri. Interrogation on (B)(6) 2010 yielded a -data not read- message for battery measurements. The device was explanted and replaced.